Manufacturer narrative:
Evaluation of the returned neuron max confirmed that the catheter was fractured near the hub. The complaint indicated that a leak was observed during continuous rotation of the proximal end of the neuron max. If the neuron max is rotated against resistance during use, damage such as a fracture may occur. This fracture likely contributed to the reported leak. Further evaluation revealed that the braided shaft was exposed at the fractured location. This damage was incidental to reported complaint and likely occurred during handling of the device after it was fractured. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a right cerebral hemisphere occlusion using a neuron max 6f 088 long sheath (neuron max) and a penumbra system ace 60 reperfusion catheter (ace60). It should be noted that the patient had a type iii arch, and the right internal carotid artery (ica) c1 segment was stenosed and notably tortuous. During the procedure, the physician experienced resistance while advancing the ace60 and advanced the neuron max past the stenosis in the c1 segment to provide more support to the ace60. Subsequently, the physician visualized fluid leaking during continuous rotation of the proximal end of the neuron max. The physician then decided to remove the neuron max. After removing the neuron max from the patient, the physician cut the yellow coating of the neuron max and found that the neuron max was fractured at the proximal end near the hub and was causing fluid leakage. Therefore, the neuron max was removed. The procedure was completed using a new neuron max, the same ace60, a non-penumbra catheter to navigate beyond the c1 segment, and a guidewire to navigate beyond the stenosed c1 segment. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.